Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. They performed within specifications.

Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to patient dissatisfaction. No patient complications were reported in relation to this event.